Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the c6381 was being used during a labral repair on (B)(6) 2020 when the "hook broke off during use in shoulder". This caused a 10-minute delay for the user to remove the component using a grasper. An alternate device was used to complete the procedure as planned. There was no reported injury to the user or the patient. There was no medical intervention or hospitalization due to this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used device item c6381 found suture hood broken off at the weld. Evaluation found no signs of device misuse. Item was inspected per print a51-800-410, rev- aa, found no critical dimension issues. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 13 complaints, regarding 14 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised the following: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. This issue will continue to be monitored through the complaint system to assure patient safety.